Manufacturer narrative:
Section d4 of the initial medwatch report indicates: model # - blank. Section d4 of the initial medwatch report should indicate: model # - na.

Event description:
The customer contacted physio-control to report that a battery had vented while in storage. The customer advised that the battery had become depleted under normal circumstances and was removed from use. The battery had been placed into storage but was not properly discharged. The reporter alleged that a hissing sound was heard coming from the storage area and went to investigate. The reported claimed to be have been overcome by fumes, when approximately 2 to 3 feet from the battery. The reporter and 2 other employees evacuated the area. The hazmat team was called to the scene. None of those involved with the reported event received medical attention.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's battery and concluded that two cells within the battery had vented. However, further cause for the cells venting could not be determined. The facility and the hazmat were provided with msds forms for the battery.

Event description:
The customer contacted physio-control to report that a battery had vented while in storage. The customer advised that the battery had become depleted under normal circumstances and was removed from use. The battery had been placed into storage but was not properly discharged. The reporter alleged that a hissing sound was heard coming from the storage area and went to investigate. The reported claimed to be have been overcome by fumes, when approximately 2 to 3 feet from the battery. The reporter and 2 other employees evacuated the area. The hazmat team was called to the scene. None of those involved with the reported event received medical attention.